Event description:
It was reported that during the repositioning procedure, the physician was unable to tighten the device's right ventricular setscrew after multiple attempts. The device was removed and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was returned, analyzed and no anomalies were found. It was noted that there was setscrew damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.